Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. A ticket search was performed and no other complaints were found for the lot. A trending review determined no trends were identified for the complaint issue. A device history record review on lot 13335ui00 did not identify any non-conformances, or deviations related to the activity of the complaint. Labelling was reviewed and found to adequately address the issue. Worldwide data was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 13335ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on a female patient. The following data was provided: on (B)(6) 2020 at 17:05 sid (B)(6) = initial = 27.3 ng/l (positive) / repeat = 9.59 ng/l (negative). The customer's cut off range for female patients is </= 16 ng/l. Patient sample was rerun on another architect analyzer generating a result of 5.92 ng/l and repeat result of 8.14 ng/l (negative). Another sample was collected at midnight and generated a result of 6.0 ng/l. There was no impact to patient management reported.